Event description:
It was reported that the asymptomatic patient presented in the operating room for a scheduled generator upgrade. Dislodgement of the atrial lead resulting in undersensing and high atrial capture thresholds had been noted prior to the procedure. The lead was successfully capped and replaced the same day as the generator upgrade. The patient was stable post operation, and will continue to be monitored.